Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device message was cleared and resumed normal functions. The patient was in stable condition.